Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During normal needle advancement, user detected the outer sheath damaged and detached, then retracted the device and changed to another one to complete the procedure. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: the following additional information was received 9/11/2024: can you please confirm what part of the sheath detached? Distal or proximal end? Distal end.

Manufacturer narrative:
Device evaluation: (B)(4) unit of lot c2192303 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 19 sep 2024. On evaluation of the devices the following observations were made: visual inspection: stylet not returned. Distal end of needle examined, and no issue observed. Distal end of sheath observed to be damaged/pierced near the tip of the sheath. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract with slight difficulty. Needle removed from device and slight kink below sheath extender observed. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2192303 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warning section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined, as the circumstances of use could not be replicated in the laboratory. However, a possible root cause may be that the needle punctured the sheath during advancement, potentially due to the scope being in a flexed position at the time. Another possible root cause could be the application of excessive force during needle advancement, which may have caused damage to the outer sheath. During the lab evaluation, it was observed that the needle was slightly kinked below the sheath extender. The customer confirmed that this kink was not present before the device was sent back to irl. Therefore, it is possible that the kink occurred during the transportation or device return process. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary (B)(4) unit of lot c2192303 of echo-19 was returned opened in its original packaging. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause may be that the needle punctured the sheath during advancement, potentially due to the scope being in a flexed position at the time. Another possible root cause could be the application of excessive force during needle advancement, which may have caused damage to the outer sheath.

Event description:
A supplemental report is being submitted due to completion of the investigation on 15-jul-2025. Additional information received 10 oct 2024 and 17 oct 2024. Can you please confirm what part of the sheath detached? Distal or proximal end? Distal end. Did any part of the sheath have to be removed from the patient? No. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Other sheath tip. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No information provided. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas body. 7. Please describe the size of the intended target site. 35*28mm. 8. If not with the device in question, how was the procedure performed and/or finished? With another one. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus gf-ue260. 15. Was force required on insertion of device into scope? No information provided. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? During use. 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? Yes. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? 1. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No information provided. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No information provided.